Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Provocative testing was performed and revealed no anomalies. The physician alleged rv lead insulation damage, although it was not confirmed. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.